Event description:
A customer reported that their AED is flashing red and will not power on. The customer stated that they are having battery issues. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED is flashing red and will not power on. The customer stated that they are having battery issues. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting also identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.